Event description:
Literature reported (B)(6) year-old female ICU patient with central venous catheter in right groin. Reported tegaderm chg dressing covered catheter site. Literature reported one large ulcer with fibrinous exudate superior to the insertion site of the right femoral venous catheter at 13 days post insertion. Culture's negative, wound care treatment reported as topical antibiotics, silicone and silver impregnated dressings. Lesions resolved in non specified amount of days.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.